Event description:
A report was received that the patient will undergo a pocket revision procedure due to the ipg being tilted, which was impacting her ability to charge. The ipg database analysis confirmed the ipg was working properly.